Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2013 to (B)(6) 2014. (B)(4).

Event description:
It was reported that vessel dissection occurred. In (B)(6) 2013, the patient was hospitalized due to angina. Twelve days later, the patient underwent percutaneous coronary intervention (pci) to treat two lesions located in the right coronary artery (rca) and the left coronary artery (lca). The unspecified promus element (pe) drug eluting stent was deployed to the rca. Following stent placement, a mild dissection was noted at the edge of the stent. Hence, the physician treated the dissection by placement of an additional pe stent to the lesion. Then another pe stent was implanted in the lca and the procedure was completed. Two days post procedure, the patient was discharged. No further patient complications were reported and patient's status was good.

Event description:
It was reported that vessel dissection occurred. In (B)(6) 2013, the patient was hospitalized due to angina. Twelve days later, the patient underwent percutaneous coronary intervention (pci) to treat two lesions located in the right coronary artery (rca) and the left coronary artery (lca). The unspecified promus element (pe) drug eluting stent was deployed to the rca. Following stent placement, a mild dissection was noted at the edge of the stent. Hence, the physician treated the dissection by placement of an additional pe stent to the lesion. Then another pe stent was implanted in the lca and the procedure was completed. Two days post procedure, the patient was discharged. No further patient complications were reported and patient's status was good.